Manufacturer narrative:
A pacemaker was returned for analysis for the reported events of premature battery depletion, no pacing, and no telemetry. Visual inspection found gouging of the metal case housing as well as a cut to the edge of the header, which led to moisture entering the case and underneath the header. Further analysis revealed the moisture caused damage to the feed-thru pins due to short circuiting between the components. The reported events of no pacing and no telemetry were confirmed and attributed to the header damage, while the event of premature battery depletion was unconfirmed. A manufacturing anomaly may have occurred that resulted in the header damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital with bradycardia. The physician placed a temporary pacemaker via the groin due to the patient being dependent and interrogation was attempted on the implanted biventricular pacemaker. Interrogation was unsuccessful with different programmers and with the magnet over the device. The physician noted that after an atrioventricular node ablation, there was no pacing noted on the device. The physician alleged premature battery depletion and that the device had reached end of service. The device was explanted and replaced. The patient was in stable condition.